Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ins (implantable neuro stimulator) was not in a good place; it was moving back and forth in the patient's buttocks. The stimulation wasn't working as well during the day; the patient had to take medication which resolved the issue. It was noted that night was good but when the patient stands up "it all goes down her leg". The patient was experiencing loss of bladder control and a shocking or jolting sensation. The patient was at home in fair condition at the time of the report. The manufacturer's representative called the patient and instructed the patient to turn off the stimulator until she sees the hcp on (B)(6) 2011. The patient had lost some weight; the implant site was now lower and in a position where the patient was sitting on it. They were considering removing/revising the device. Additional information was requested.